Event description:
A resolute integrity drug-eluting stent was used to treat a lesion in the mid rca. The lesion was 95% stenosed, calcified and diseased. The device was removed from the packaging per IFU. Device was inspected prior to use with no issues noted. Negative prep was performed no issues noted. An attempt was made to deliver the device but this was unsuccessful. Excessive force was not used during delivery. Resistance was encountered when advancing the device. The device was removed and a second attempt was made using a guideliner for support. During advancement the stent got caught going through a previously deployed stent and during an attempt to remove the device the stent dislodged from the delivery system. A localized dissection occurred at the distal lesion but there appears to be good antegrade flow. The physician indicated that the dissection was caused by trying to deliver the device to the distal target lesion. A non compliant balloon was used to crush the stent into the vessel wall. The patient is reported to be fine post procedure. The physician agrees that the complexity of the case and multiple passes through a newly deployed stent that this a procedural related event and not a product failure. Image review it appears that the inner lumen of the vessel at the level of the newly deployed stent in the mid rca may not have been concentric and the irregularity of the lumen may have resulted in damage to the 2.25 x 8mm resolute integrity stent during delivery, causing it to get caught.

Manufacturer narrative:
(B)(4). Conclusions: (dissection, failure to deliver the stent and embolism). (No results available since no evaluation performed).- device not provided for review. Related to operational context ¿ complexity of the case and multiple passes through a newly deployed stent. (None). ¿ device not returned for evaluation. (B)(4).